Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 154 ohms. Impedances were noted to be stable measuring between 70-80 ohms before this. Additionally, there was a stored non-sustained ventricular tachycardia (nsvt) event in which there was observations of noise on both the pace/sense and shock channels which was being oversensed resulting in six seconds of asystole. Technical services recommended further evaluation of the lead and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient underwent a right ventricular (rv) lead revision procedure and had some tachy therapy changes post-operative. It was noted that the rv lead was failing due to oversensing of noise which resulted in greater than two seconds of pacing inhibition. The lead was replaced with a non- boston scientific lead. Five days later the patient was seen in the clinic and an interrogation was performed however, they the representative forgot to save the interrogation. The next day, november 19th the patient was seen in the clinic again for a hematoma evacuation and an interrogation was performed. The health care professional (hcp) was wondering if there was any programming changes made on november 19th. A request was made to engineering analysis to see if programming changes were made on november 19th in which data confirmed the device was re-programmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 154 ohms. Impedances were noted to be stable measuring between 70-80 ohms before this. Additionally, there was a stored non-sustained ventricular tachycardia (nsvt) event in which there was observations of noise on both the pace/sense and shock channels which was being oversensed resulting in six seconds of asystole. Technical services recommended further evaluation of the lead and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.